Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited poor sensing and no capture. A chest x-ray confirmed that the lead had dislodged from the appendage. The lead was programmed off but remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.